Event description:
A laparoscopy procedure was in progress when the surgeon saw a piece of black material in the pt's abdomen. The fragment was retrieved and found to be a small strip of black insulation from the laparoscopic button electrode that had been used. The shaving measured approximately 3/4 in. X 1/4 in. No pt problem occurred.